Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak from debris plugging the fluid barrier filter; not allowing vacuum through the system. The fse replaced the fluid barrier filter resolving the bath overflow issue. While onsite, the fse found the instrument was generating high plt background counts and a failed carryover. The fse replaced the probe wash block and vic, and bleached the rbc bath resolving both issues. (B)(4).

Event description:
A customer reported approximately 20 mls of fluid leaked from the wbc and rbc baths overflowing the act diff 2 analyzer. The customer also reported the analyzer generated vacuum errors. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous patient results were generated in connection with this event.